Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose was unknown mg/dl. It was explained to the customer that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we will sent a replacement battery cap and monitor insulin pump. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 477 mg/dl. The customer was treated with injection. The customer was advised to insert a new energizer aaa alkaline battery and monitor insulin pump. The customer used syringe to bring dow her blood glucose. The cutomer inssulin pump was re-booted.